Event description:
Customer reported the system intermittently would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the controller board and camera. System operates as intended. This MDR is related to ge healthcare complaint number.